Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call low blood glucose levels. Customer's blood glucose level was 47 mg/dl. Customer advised the low blood glucose reading may have been a result of miscalculating the carbs. Customer declined to troubleshoot and does not feel their low blood glucose level is a result of an insulin pump malfunction. Customer advised they entered old date into the bolus wizard which they were told not to do.